Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, not allowing the unit to turn on or access to download, isolate to electronic stack. The unit was also received with a cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s alleged blank display, moisture damage, and cracked battery compartment was confirmed because the unit came in with blank display, which was due to corroded electronic assemblies, isolated to the electronic stack; additionally, cracked battery tube, cracked corner of belt clip rails, cracked case, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer went into a hot tub and the pump stopped working. The customer stated that the location of the damage was on the case of the battery tube side and the blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display, cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the fluid in pump, and the home screen did not appear on the display. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.